Event description:
Additional information was received on (B)(6) 2012, when the patient underwent prophylactic generator replacement surgery that day. No lead was returned to the hospital coordinator of product returns and it was later reported that the patient had a battery change only, the leads were not replaced. Attempts are underway for the return of the explanted generator for product analysis but it has not been received to date.

Event description:
On (B)(6) 2012 the explanted generator was returned for product analysis. Operative notes from the patient's battery replacement surgery on (B)(6) 2012, were received on (B)(6) 2012. The generator was noted to have been replaced as it reached end of life. When a new generator was connected to the old leads, system diagnostics test showed results within normal limits. The lead impedance value was 2360 ohms. Product analysis on the generator was completed on (B)(6) 2012. The generator performed according to functional specifications as defined in final electrical test 28-0000-3400/2. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, a nurse reported that the vns patient will have a full revision surgery as the operative notes from the previous vns placement referenced a break in the lead. Clinic notes dated (B)(6) 2012 were received which indicated that the patient had battery replacement in 2007 and has a cracked lead. The patient's primary neurologist stated that this was recently addressed by a different neurologist and she had not been aware of a cracked lead so could not comment on it. The neurologist that the patient's primary neurologist stated had been aware of the cracked lead was contacted and they stated that they have no documentation of the cracked lead. They did not know where the information about the cracked lead came from as the only thing they had documented was that they recommended that the patient have prophylactic battery replacement because it had been implanted for at least 5 years and they always recommend replacement of generators after five years. Although surgery is likely it has not occurred to date. A battery life calculation was performed which showed 1.8 years remaining until eri=yes.